Manufacturer narrative:
Reporter returned 1 toothbrush head on (B)(6) 2016.

Event description:
Pin has fallen out of toothbrush head (caught in mouth) which has stopped it from oscillating [device breakage]; no adverse event [no adverse event]. Case description:a female consumer of unspecified age reported via letter on (B)(6) 2016 that for the third time in two months, a pin has fallen out of the (B)(6) brushhead, version unknown (caught in her mouth), which has stopped it from oscillating. She noted that she had purchased these brush heads for years and they had always lasted much longer. Concomitant product: (B)(6) rechargeable toothbrush, version unknown. No symptoms developed.